Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found that the pump was not starting when activated and could circulate only if rotated by hand. Through follow-up communication livanova learned that the customer over-exposed the pump to disinfectants for a time greater than the one prescribed within the instruction for use. This may have negatively affected the pump causing its degradation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump during priming. There was no patient involvement.

Manufacturer narrative:
H.10: the patient pump was replaced and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.